Manufacturer narrative:
Additional information: the device was not available. Therefore, product testing on the actual device could not be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and risk management file was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema and intraocular tissue damage) are established risks associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following trabecular microbypass stent system procedure, a major hyphema has formed with blood infiltrating into the posterior chamber, possibly due to a small zonular rupture. The report noted that there was significant bleeding noted at the time of implantation. Additional information has been requested.

Event description:
Through follow-up, the following additional information was received. Reportedly, significant anterior chamber (ac) hemorrhage characterized as a grade IV hyphema (total ac volume) occurred immediately following stent implantation in the right eye (od). Additionally, there was some blood in the vitreous cavity which was initially only evaluable with ultrasound. The event was treated with medication (topical and oral hypotonisers, topical steroid), and resulted in transitional intraocular pressure (iop) elevation and loss of bcva (characterized as "hand motion") on postop day one (1). Per report, the surgeon believes that the patient''s "lying position" may have contributed to the event, and noted that the patient does not have arterial hypertension or coagulation disease nor was on pre- or post-operative anticoagulants. The patient''s prognosis was described as postop bvca is limitated by a pre-operatively known small epiretinal membrane, with the cornea clear, and residual blood remaining only at the two (2) incisions. A gonioscopy examination noted that one (1) stent is in place and the other is incarcerated by the iris with no blood in the angle, a clear eye fundus and no blood in the vitreous cavity. The patient''s most recent status was described as "doing well with no long-term consequences", and the event noted as resolved.

Manufacturer narrative:
Additional information: a1, a2, a3, b1, b2, b5, b6, b7, d4: (serial#, lot#, exp. Date, UDI#), g3, g4, h4. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).